Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noticed. The physician attempted to place a taxus liberte 3.0x12.0mm drug eluting stent in a very calcified lesion in an unspecified location. The stent became stuck in the lesion and upon withdrawalof the stent delivery system damage to the stent struts was noticed. The procedure was successfully completed with another taxus liberte 3.0x12.0mm drug eluting stent. There were no patient complications and the patient was reported as ok. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.